Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which did not display any visible defects or damage to the q-syte component. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems 24ga x 0.75in 0.7mm x 19mm separated. The following information was provided by the initial reporter: "during the indwelling, two q-sytes of the indwelling needle was fallen off. The hospital suspected that this batch of joint and indwelling needle screw had the possibility of loosening easily the joint fell off during the infusion process, and 1/3 of the drug fluid flowed away. The patient was not aware of it, which was found during ward rounds. Another for the indwelling period, the nurse checked and found the joint fell off"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems 24ga x 0.75in 0.7mm x 19mm separated. The following information was provided by the initial reporter: "during the indwelling, two q-sytes of the indwelling needle was fallen off. The hospital suspected that this batch of joint and indwelling needle screw had the possibility of loosening easily the joint fell off during the infusion process, and 1/3 of the drug fluid flowed away. The patient was not aware of it, which was found during ward rounds. Another for the indwelling period, the nurse checked and found the joint fell off"